Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-18065. It was reported the patient is experiencing overstimulation when his scs system is turned on. The patient turned his scs system off. The patient indicated he is also experiencing stimulation in his abdomen and not receiving effective stimulation in his back. The patient does not wish to undergo reprogramming at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.